Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 500 mg/dl, 350 mg/dl, 320 mg/dl. The customer was treated with intravenous in the hospital. Customer experienced symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing. The customer was wearing the insulin pump during the hospitalization. The customer also reported that the insulin pump had insulin flow blocked alarm. Customer reports event was resolved by changing complete set. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08715 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Device uploaded properly using carelink. Device had minor/deep scratched display window, scratched display window cover, scratched case, faded serial number label, pillowing keypad overlay and cracked keypad overlay at the select button. (B)(4).